Event description:
When changing the bag, the top part of the bag that screws into the collection system broke off. The retained portion was difficult to remove, but was eventually able to be removed. Connection point was cleaned, and new bag was attached.